Manufacturer narrative:
(B)(4). The returned additional fresh gas outlet(afgo) valve was tested in a laboratory environment. The reported issue regarding leakages during automatic and manual ventilation leakage tests could not be reproduced. The afgo valve was found to be working as intended. The received device logs confirmed a leakage but, we are unable to determine the root cause for the reported event.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 03:52 pm (gmt-5:00) added by (B)(6) ((B)(4)): more information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the system check out failed the leakage tests due to a leakage in the afgo valve(additional fresh gas outlet). There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).